Event description:
Description of event according to initial reporter: the loop itself broke during the procedure but it did not detach from the device. They were not able to retrieve the celect platinum filter. This filter was not placed by this physician. The physician decided to end the procedure after trying to retrieve the filter for 30 minutes. When he removed the snare, he realized the loop was broken. The physician will attempt to retrieve the filter again next week ((B)(4)). Images provided by the customer, taken prior to the retrieval attempt, show one leg of the celect platinum filter pointing upward ((B)(4) ). Patient outcome: did the patient require any additional procedures due to this occurrence? Yes, the physician will try again to retrieve the filter next week.